Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with debris on the product. Visual inspection found the haptic torn and foreign debris on the product. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -08.00 diopter, in the patient's left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.